Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after an unrelated surgery with device not turned off ,patient noticed the interstim was still active, however, when he went home to check their program controller it wasn't working correctly. They believe it's syncing successfully, as they do feel the small jolt when pressing the sync button with the paddle over their implant, however the controller doesn't go to the programs menu, it just stays on a screen with "interstim icon" logo displayed. So, patient unable to adjust or change to any of the programs. The patient is needing information with assistance to fix the reported issue. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient was seeing the sync-up screen on their programmer. Patient services advised the patient to change the programmer batteries, which they did, and then the programmer issue was resolved. It was noted the previously reported unrelated surgery took place (B)(6) 2019. There were no further symptoms or complications reported or anticipated.